Event description:
It was reported to tyco healthcare/kendall on august 4, 2006, that a customer had a problem with a dialysis catheter. The customer states the connector broke within 3 months time.

Manufacturer narrative:
Additional info regarding this event has not been provided to tyco healthcare/kendall to date. Tyco healthcare/kendall continues to seek additional info regarding this event.